Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist that a vns pt's generator was programmed off due to high lead impedance after last being seen on (B)(6) 2008. At the moment good faith attempts to obtain additional info regarding the event and interventions planned have been unsuccessful to date.